Event description:
It was reported that the handle gets wedged onto the mesher and will not easily go all the way on. It gets wedged. Event timing unknown. There was no harm or injury reported. This cutter failed the cut test. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00469, 0001526350-2023-00240-1. Review of the most recent repair record determined the cutter failed the test cut. However, the cutters were not repaired as replacement is required to resolve the issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.